Event description:
It was reported that during a laparoscopic sigmoid procedure, the use of the cir stplr trieea28xt blk exthk stapler was associated with several issues. The procedure involved the initial implant of the device, and difficulties were encountered when inserting the eea stapler. The bed was noted to be moving during the firing of the stapler. There were firing issues with the eea or hemorrhoid stapler, and the eea anvil may have ripped the anastomoses. An anastomotic leakage was detected during the leak test, which required the surgeon to reinforce the staple line with sutures to fix the leak. Additionally, an ileostomy was created as part of the intervention. The surgical time was extended, although the exact duration was unknown. The eea sizers were used during the procedure. The resolution involved suturing as a staple line reinforcement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.